Event description:
It was reported by the rep that the 2 tim 20 were used during a colon resection procedure. It was reported that the first and the second devices jammed. The or product buyer then took the remaining unit on the shelf and returned it also. There was no consequence to the pt.